Event description:
A malfunction with the insulin pump was reported by a distributor in slovakia, with the incident initially notified on february 2, 2026, referring to a malfunction code malf 12 on january 31, 2026. There was no adverse impact to the customer's blood glucose level. The customer was provided with information for resetting the pump by technical support, and after following the guidance, the malfunction did not recur. The customer was advised to continue using the pump and to report any future malfunction codes.